Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as (B)(4) manufactures a similar device in the united states under 510k number k051411. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-02845 / 02846 and 3002806535-2016-00640). Discarded.

Event description:
Patient underwent a left hip revision approximately three months post-implantation due to dislocation and metallosis. There was a delay of two hours. The femoral head, acetabular cup and liner were removed and replaced.